Event description:
It was reported that a malfunction occurred with a code labeled malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was instructed to contact support again if the issue reappeared, and they acknowledged and understood the guidance.